Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is after (B)(6) 2020 to the present time. If explanted, give date: not applicable as the device remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient who had bilateral implants reported of experiencing issues with both eyes. The patient has problems with starburst, halos as well as lights during day and night, but she is mostly troubled by the starburst which has affected her night driving. The patient reported that she can no longer drive at night as she is really bothered/blinded by the lights and that her night vision is basically gone. It was indicated that the symptoms started right after the cataract surgeries. During the day the patient is fine and performs her daily tasks but sometimes even during the day she is bothered by the lights such as light reflections from chrome color cars. The patient consulted with her physician and has been given medication (alphagan p) to use for two months. The retina specialist the patient was referred to in (B)(6) 2021 did not think there were issues with her retina and also prescribed her with a medication called prolensa. The patient was using refresh tears for her dry eye which was told it is not strong enough. The patient¿s doctor told her that she may get used to the lenses within time, but she has not after all this time. The patient discussed the option of exchanging the lenses with her doctor which her doctor is hesitant due to possible risks involved. No further information was provided. This emdr report captures the issues reported on the patient's right eye. A separate report is being filled for the issues with the patient's left eye.